Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During installation of a device for a diagnostic procedure, the subject device had communication error b31. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of "communication error b31" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor scratches on distal edge. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During installation of a device for a diagnostic procedure, the subject device had communication error b31. There was no patient involvement.